Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number, ab-k47m4w c-k; cartridge position, a-loaded bc-not lo; drivers present in cartridge, a-present/up prox; firing knob position: back/partial, back; gapspace pin condition, abc-good; hook latch position: open/closed, closed; instrument halves: joined/separate, separated; knife condition, good; staples present? Formed/unformed, ab-none b-fully lo and swing tab position: locked/unlock, ab-locked b-unloc. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that all the drivers on the cartridge were in the up position indicating that the instrument had been fired through a complete firing stroke. Additionally, it was noted that the proximal three drivers were up higher than the other drivers. Due to the condition of these drivers, it appears possible that an attempt may have been made to fire a spent cartridghe. It should be noted that the cartridge is designed to lock out if any staple have been fired from the catridge. The instrument was fired with the returned cartrige that was loaded with staples. It fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the tlc55 was used during a bowel procedure. It was reported the safety lockout mechanism prevented the device from firing. It is believed to have malfunctioned so a new device was opened to complete the case. A visual inspection of the device indicates that it was not reloaded. The device may have locked out due to the lack of the cartridge. There was no consequence to the pt. 11/7/97 another tlc55 was opened to complete the case.